Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving dilaudid 5mg/ml dose not reported via an implantable pump. The indication for use was spinal pain and non-malignant pain. The patient reported that for some time they have noticed when they move from a standing to a seated position they feel the pump flip. The environmental, external or patient factors that may have led or contributed to the issue was reported as the patient had gained some weight since their last pump replacement. The physician could not aspirate the patient¿s catheter through the cap (catheter access port). It was also reported that the pump was physically flipped to have the ports face externally prior to the cap being accessed by the physician. A pocket and catheter revision was being scheduled for (B)(6) 2017. There were no patient symptoms reported. The issue was not resolved at the time of the report and the patient status was noted as alive, no injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported there were no reported patient symptoms. A revision was performed and a new connector was applied to the existing catheter. The catheter was found to be patent and pump was sutured into place. The flipped pump and the inability to aspirate was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.